Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) failed to pair to the ilet and then displayed a replace sensor now alert, consistent with a sensor malfunction that prevented glucose data transmission to the pump. No reported symptoms. Outcomes included the user being placed in blood glucose (bg) run mode with guidance provided and a plan to obtain an expedited replacement sensor from the cgm manufacturer. Investigation included user education and troubleshooting. Investigation of this case revealed a pairing failure isolated to the ilet connection for the affected sensor and subsequent sensor failure. It was concluded that the event was attributable to a g7 sensor malfunction rather than an ilet pump malfunction.